Manufacturer narrative:
On december 16, 2025, senseonics was made aware of an incident in which the user reported a low glucose event. The user provided an example indicating that at approximately 4:37 am pacific time, the sensor glucose reading was 91 mg/dl and the blood glucose reading was 59 mg/dl. No injury was reported. Review of the data management system confirmed that at the reported time, the sensor glucose value was above the user set low glucose alert threshold of 65 mg/dl. As a result, no low glucose alert was asserted. It is unknown whether the user sought medical treatment or whether the user's healthcare provider was aware of the event. The user declined to discuss additional details during contact with customer care and remained unresponsive to subsequent follow up attempts an associated case MFR#: 3009862700-2026-00101 was created to address the sensor's inaccuracies inclusive of the event and under this case an RMA was issued for the sensor. Review of sensor data demonstrated a decline in sensor performance across all sensing areas. These findings are consistent with oxidation of the glucose-indicating chemistry within the hydrogel and likely contributed to the discrepancies observed by the user. The user was offered a sensor replacement as part of resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event and provided the following example set: (B)(6) 2025 at 4:37 am pt, sg 91 mg/dl and bg 59 mg/dl. A review of the data management system (dms) confirmed that at 4:37 am pt on (B)(6) 2025, the sg was 91 mg/dl with a corresponding bg of 59 mg/dl recorded in dms. In an associated case of sensor inaccuracy, the user reported glucose alert settings of low alert at 65 mg/dl and high alert at 250 mg/dl, although it could not be confirmed whether these settings were changed during the timeframe of the event. Dms review confirmed that the user did not receive a low glucose alert at the time of the event because the sg did not fall below the low alert threshold. It is unknown whether the user sought medical treatment or whether the user's hcp is aware of the event. Per dms, the user is currently using the system with up-to-date information.